Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implantable pulse generator (ipg) replacement, the patient experienced a "late bleed into the pocket", hematoma and a pocket infection. Antibiotic treatment was commenced and the ipg was explanted and replaced. No further patient complications have been reported as a result of this event.